Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During a wolff-parkinson-white procedure, a physical memory error occurred on the workmate computer resulting in cancellation of the procedure. Due to the error, the workmate computer would not power up and ablation could not be performed.